Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used on a retrograde intrarenal surgery procedure in the kidney, performed on (B)(6) 2022. During preparation, the stent was found cut upon unpacking. Another polaris ultra ureteral stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed that the stent shaft was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).